Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a renal biopsy procedure performed on (B)(6) 2022. During the procedure, when closing the jaws for a second biopsy, the forceps stopped functioning. There was no other stock of forceps and the procedure was aborted. Only one renal biopsy was obtained. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: impact code f1001 (or f05) is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned piranha biopsy forceps was analyzed, and a visual inspection found the jaws/cups were open when received. The jacket was kinked and the jaws were dirty. The handle was disassembled and found the wire was broken. Functional inspection found the piranha did not close when the handle was actuated. Under magnification, it was observed that the gap between the clevis and links was too tight. No other issues were noted. The reported event was confirmed. Based on all available information, the jacket kink could have been caused by the user, manipulation/handling, or excess of force applied during use. Additionally, it is possible that when the customer felt resistance to actuate the unit, excess force was applied in the handle causing the pull wire to break. Therefore, the most probable root cause for the problems found during analysis is adverse event related to procedure. The main reason the jaws were unable to close was that the gap between the clevis and links was too tight causing the components like links and cutters to get stuck inside the clevis. Therefore, the most probable cause for the reported issue of jaw's failure to close is manufacturing deficiency. An investigation to address this issue is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a renal biopsy procedure performed on (B)(6), 2022. During the procedure, when closing the jaws for a second biopsy, the forceps stopped functioning. There was no other stock of forceps and the procedure was aborted. Only one renal biopsy was obtained. There were no patient complications reported as a result of this event.